Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. Factors that could cause central regurgitation include over expansion or asymmetrical deployment of the delivery balloon, and inadequate coaptation of prosthesis leaflets. The training manual specifies that post-dilation of the valve should be performed without adding volume to the delivery system, and that the valve should not be post-dilated if central regurgitation is present. In this case, the cause of the severe central ai cannot be confirmed; however, procedural factors (possible over-dilation of the valve) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, after post-dilation of a 23 mm sapien valve, severe central aortic insufficiency (ai) was noted, leading to the implantation of a second valve. During the transaortic tavr procedure, the first 23 mm sapien valve was implanted in a 50:50 position; however, moderate central ai and moderate pvl resulted. Post dilation was performed with 1 cc added. The balloon was also positioned more ventricular so that the proximal balloon marker would align with the top of the implanted valve. After post-dilation, echo (tee) revealed severe central ai. A second 23 mm sapien valve was placed directly within the first valve in a 50:50 position. A repeat echo (tee) showed both the central ai and the pvl had resolved and at the end of the procedure, the patient remained stable. The physician was unable to determine the exact cause for the initial central regurgitation. However, it was speculated that either a leaflet was ¿frozen¿ or the wire may have been pinning a leaflet and causing the ai. Per report, both the aortic valve and aortic root were moderately calcified. The patient had mild ventricular septal hypertrophy, the ejection fraction was 25%, there was moderate mitral annular calcification (mac), the sinuses of valsalva (sov) measured 27 mm, and the sinotubular junction (stj) measured 24 mm. Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during valve deployment.